Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted weak vibratory alerts. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 7/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/06/2016 with the following findings: during testing, the vibratory and auditory tones functioned properly. There were no weak vibration issues observed therefore the original complaint about a ¿weak vibration¿ was not duplicated during the investigation. Unrelated to the initial complaint, it was observed that the battery compartment was cracked below bumper pad and the pump case was cracked near the upper right corner of the display. The pump was opened and there was evidence of moisture corrosion found on the display board on watchdog chip u38.